Event description:
Journal reference: ostrem, et al. "Pallidal deep brain stimulation in pts with cranial-cervical dystonia (meige syndrome)." Movement disorders. 2007;22(13):1885-1891. This article reports on a study of the effect of bilateral pallidal deep brain stimulation (dbs) in a series of pts (6 males, 1 female) with pharmacoresistant idiopathic cranial-cervical dystonia (iccd). Data for 1 pt (female) were excluded from the analysis because the post-op MRI showed the left dbs lead not positioned at the intended target; the lead was later repositioned. Therefore, n=6. Pts were implanted with bilateral leads, quadripolar dbs (model 3387, medtronic); dual channel pulse generator (medtronic kinetra); 40-cm lead extenders. The mean age of pts at surgery was 62.2 year (range, 52-70), and the mean duration of disease onset was 8.2 years (range, 2-20). Reportable event: the lead in the seventh pt was later repositioned, and 6-month follow-up data for this pt were pending. No add'l info was provided.

Manufacturer narrative:
Journal reference: ostrem, et al. "Pallidal deep brain stimulation in pts with cranial-cervical dystonia (meige syndrome)." Movement disorders. 2007;22(13):1885-1891.